Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. A watchman fxd curve access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected for use. The 27mm closure device was deployed, position, anchor, size and seal (pass) criteria was reviewed, and device was released. Post procedure effusion sweep via transesophageal echocardiography (tee) showed a pericardial effusion was present. The physician tapped the pericardial space, and the patient went into ventricular tachycardia (vt). Multiple shocks were given, code called, and cardiopulmonary resuscitation (CPR) was initiated. Medication was given to bring the patient back to hemodynamically stable. 400ml of blood/fluid was drained from pericardial space. Post tee sweep showed device position was unchanged post shock and CPR. The patient was stable, remained intubated and was transferred to intensive care unit (ICU) for recovery.